Event description:
A healthcare professional reported an article titled "paracentral acute middle maculopathy post implantable collamer lens implantation". The article states the patient experienced loss of bcva, pamm, relative afferent pupillary defect (rapd), and central scotoma. Cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D2b- unable to leave blank. Claim#: (B)(4).